Event description:
It was reported the patient presented for routine clinic follow up. It was noted that there were a number of atrial and ventricular lead noise episodes stored, along with some automatic mode switch hvr episodes (all of which corresponded to lead noise). I was unable to reproduce this noise in clinic with arm movements. Doctor informed. Patient stable and we will continue to monitor.